Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for five days for the event. The cause of the peritonitis was unknown. The patient was treated with heparin and unspecified antibiotics (doses, frequencies, and routes of administration not reported) for the event of peritonitis. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.